Manufacturer narrative:
(B)(4). D10- medical product. Unknown tibial tray. Unknown articular surface. G2- netherlands. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur. Eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript.

Event description:
It was reported in a journal article that a randomized controlled trial study from the netherlands was conducted at the zuyderland medical center. The purpose of the study was to compare robotic-assisted inverse kinematic alignment total knee arthroplasty with mechanically aligned total knee arthroplasty. A total of 150 patients were included and underwent randomization; 73 patients were assigned to the rosa robotic-assisted tka group and 77 patients to the conventional ma tka group. In the robotic-assisted tka group, 7 patients were converted to conventional tka. A standard medial parapatellar approach was used in all patients; patellar resurfacing was done only in selected cases and a fully cemented, cruciate retaining knee prosthesis was implanted. Zimmer biomet persona was used in all cases except vanguard in 2 cases. The study population had a mean age of 69.7 years at time of surgery; (51 males / 77 females). Follow-up consisted of functional and satisfaction scoring within twelve months with a minimum follow-up of twelve months. The article reported that five patients in the robotic-assisted group experienced postop wound leakage. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a1, a2, a3, b4, b5, d2b, g1, g3, g6, h1, h2, h6, and h11.

Event description:
It was reported in a journal article that one patient in the robotic-assisted group experienced postop wound leakage leading to a prolonged hospital stay.